Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the procedure completed by embolization using a coil from another company.

Manufacturer narrative:
Continuation of d10: product ID ID-1 (lot: unknown); product type: physician information was not provided to medtronic due to country privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an axium coil non-detachment. The patient was undergoing a transvenous embolization (tve) procedure using coils to treat a dural arteriovenous fistula (davf). Blood flow was normal. Vessel tortuosity was moderate. It was reported that the device was prepared per the instructions for use (IFU). After the coil was delivered, it could not be detached with the instant detacher (ID). It was noted there was no problem with the ID. Another ID was not used but an attempt was made to detach the coil manually with the hypotube; this too was unsuccessful. The coil was then retrieved and discarded. There was no damage to the patient's health associated with this event.

Event description:
Additional information received reported that prior to coil non-detachment, there were no issues encountered. There was no¿pushwire¿ damage observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.